Event description:
Related manufacturer reference number: 2017865-2021-34265, related manufacturer reference number: 2017865-2021-34270. It was reported that the patient presented in clinic with an infected pocket. On (B)(6) 2021, the physician explanted the pacemaker, right ventricular (rv) lead, and atrial lead. The patient condition was stable.